Manufacturer narrative:
The investigation of high purge pressure has been completed. The cause of the high purge pressure was not determined since product was not returned, data logs were not recovered, and insufficient clinical details.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and high purge pressure and purge system blocked alarms were encountered. Tissue plasminogen activator protocol was initiated and infused overnight due to persistent low purge flow/high purge pressure. The following morning, the flows were noted to have "greatly" improved. Support was continued uninterrupted for an additional five days as the patient was successfully weaned and the device was explanted with a survived patient outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.